Event description:
It was reported that they smelled smoke coming from the (B)(4) power chair. When dealer checked, he found that there were wires pulled out of the smart box, but no sign of any fire or smoke damage.